Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. This is the final report.

Manufacturer narrative:
The recipient reportedly did not experience any infection. The recipient will be reimplanted at a later date. The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient reportedly experienced flap necrosis. The recipient's device was explanted.